Event description:
It was reported that during an unspecified surgical procedure, it was observed that the device would not fire. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 6/24/2026 d4: batch #613d23. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and a gst45g reload no loaded on the device. The reload was received partially fired 1/10, with the pan partially dislodged from the left side, 1 single driver out of position, 1 single driver, missing, 5 double drivers missing. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced, the knife reverse switch was activated and the knife returned to the home position as expected. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished psee45a, with lot number a9861x, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 613d23, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.